Manufacturer narrative:
A ge service representative performed an on site investigation. The connector pins and female socket connections were evaluated, cleaned and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was shutting down and self-rebooting without command of the operator. There is no report of a patient injury or death associated with this event.